Event description:
It was reported that the patient had an abdominal abscess which required the removal of the patient's cardiac system. The right atrial (ra) lead and right ventricular (rv) leads exhibited a helix retraction problem upon the removal attempt. The leads were ultimately removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.